Manufacturer narrative:
This information is being submitted at the FDA's request. Event description: zoll AED plus failed as described. Unit hadn't beeped indicating low battery. Display showed green check mark indicating unit was functional. Hooked unit to test cables and simulator and turned on. Unit said "unit ok" then "do not touch pt - analyzing" then shut off within 5 seconds. This was repeated 3 times. Called zoll tech support and unit repeated this event. Unit turned off and on one more time, said "unit ok" then "do not touch pt - analyzing" then said "replace batteries." This unit gave no advance indication that it wouldn't work but wouldn't have delivered a shock to a pt if needed. The suspect device has been returned to zoll for evaluation. When the device evaluation has been completed a supplemental report will be submitted. (B)(4).

Event description:
Complainant alleged that during biomed testing, the device shut down during analysis on a simulator. Complainant indicated that there was no patient involvement in the reported malfunction.